Event description:
During on-site service testing, the baxter repair technician reported an infusion pump with deeply discharged main batteries. The hospital representative stated that there were no reports of patient injury or medical intervention with this device.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 23 2007. Evaluation summary: evaluation was performed on-site by a baxter repair technician and the condition was confirmed. Inspection of the pump revealed deeply discharged main batteries. The main batteries were replaced by the repair technician. The pump was tested for proper operation and the pump was found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA. Service of the device was conducted on-site